Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine went into a safe state. The clinic decided to use a back up machine to complete the procedure. The procedure was completed successfully using a back up machine. The patient outcome good. There was no patient injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. Upon inspection of the machine, the field service engineer found communication errors. The amo technician was unable to determine the exact cause of the event and pro-actively replaced the advantech board, network adapter, stack connector and instrument manager board. The system was verified for all modes of operations and calibrations. The system met amo specifications. The system is continuing to be used without further reported incidents. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.